Event description:
Material no.: unknown batch no.: unknown it was reported that the patient experienced a rash while using chloraprep. Per complaint form: a staff member called me on (B)(6) 2021 to give dr. A call, he had questions about chloraprep. I called him (B)(6) 2021 and he said about 7 weeks ago he had a patient get a rash where chloraprep was applied after surgery at inova loudoun. Wanted to clarify if the staff were using it properly.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Patient problem code: (B)(4). Device problem code: (B)(4). No additional information was provided by inova loudoun. Primevigilance did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.